Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2015, endologix was made aware of a type 3b endoleak with aneurysm sac growth. On (B)(6) 2016, the physician elected to reline the initial device and implanted an addition bifurcated stent. The patient was reported as stable. On (B)(6) 2017, endologix was made aware of a type 3a endoleak. No further information is available at this time. There have been no additional patient sequelae reported.